Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, patient received a left attune total knee replacement to address degenerative arthritis. There was no reported complication. Patella was resurfaced, and depuy cement was utilized. On (B)(6) 2019, patient's left knee was revised to address implant loosening of the tibial base plate, reported to be at the cement to implant interface--tibial tray was completely debonded from the cement mantle, and subsequent micromotion polished the "undersurface of the tray". The tibial insert demonstrated "multiple pitting and abrasive wear" from three body wear. There was reported evidence of radiographic loosening of the tibial tray and tibial subsidence. The femur was well-fixed, but revised. The patella was well-fixed, showed no wear, tracked well and was retained. A competitor knee system with competitor bone cement was used for revision components. There was no reported complication. Doi: (B)(6) 2014. Dor: (B)(6) 2019; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture insufficient information. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.